Manufacturer narrative:
This MDR is being filed following our procedure governing MDR reports: patient experienced bgl of 700 mg/dl patient was hospitalized overnight; given IV fluids. Patient experienced bgl of 900 mg/dl. Was hospitalized for 2 days in ICU due to dka with symptoms of vomiting and incontinence. Patient experienced hypoglycemia 5 months ago (34 mg/dl), not hospitalized. Contributing causes are unknown. Devices not available.

Event description:
Type 1 & 2 diabetic pt., using vgo 30 about 2 years reported to valeritas customer care, hospitalizations for hyperglycemia of 900 mg/dl about six months ago and for another hyperglycemic event of 700mg/dl two days ago and hypoglycemia five months ago of 34 mg/dl. On (B)(6) 2016 bg 115mg/dl in the am and about 5pm 254mg/dl. Ae assessor spoke with the pt. For further investigation of case. The investigation is limited by the pts. Possible memory loss. The hospitalization of 900 mg/dl according to pt. Resulted in a two day stay in ICU due to diabetic ketoacidosis, with symptoms of vomiting and incontinence. As patient experienced the 700mg/dl bgl, pt was hospitalized overnight and given IV fluids. Pt. Reports hypoglycemia of 34mg/dl about five months ago, patient's daughter brought pt. Home and provided oral carbohydrates and pt. Recovered within a half hour; there was no hospitalization and there was no injury. Device contribution could not be ruled out.

Manufacturer narrative:
Date of report-date corrected. Initial reporter name and address- initial reporter corrected health professional - no checked. Initial reporter occupation- non healthcare professional. MFR site2manufacturer corected. Follow up #1 type of reportable event- serious injury. If follow-up, what type correction checked. Patient, device, method and conclusion codes corrected.